Event description:
It was reported that there has been a rise in shock lead impedance (sli) of the right ventricular (rv) lead. In (B)(6) 2018 the sli reached greater than 125 ohms and this occurred again in (B)(6). Technical services recommend commanded shock delivery, if device were to reach the 145-150 ohm range with daily measurements. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that there has been a rise in shock lead impedance (sli) of the right ventricular (rv) lead. In december 2018 the sli reached greater than 125 ohms and this occurred again in may. Technical services recommend commanded shock delivery, if device were to reach the 145-150 ohm range with daily measurements. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information received indicates there was a red call doctor icon on the communicator as a result of the high out of range shock impedance. The lead remains in use. No adverse patient effects were reported.